Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor barrier separation seen in 1 tube. This malfunction was noticed when the analyzer probe attempted to aspirate the sample and hit the gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor barrier separation seen in 1 tube. This malfunction was noticed when the analyzer probe attempted to aspirate the sample and hit the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated a poor gel barrier separation. Additionally, 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.